Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter stated that the patient does not trust the device. The reporter stated the patient changed the basal rates in the pump yesterday. The reporter refused to participate in troubleshooting of the pump and insisted on device replacement. There was no reportable adverse event associated with this complaint. This complaint is being reported because there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: the pump was exercised for 24 hours and at the end of the duration test, the pump accurately recorded the basal deliveries. The recorded total daily doses of insulin added up to the user's programmed basal rate. The pump passed a delivery accuracy test and was found to be delivering within range. No alarms or delivery interruptions were found during the investigation.